Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. However, the customer replaced main power pcb to correct the issue.

Event description:
The customer reported that the assy ltv1000 w/access. (B)(6) ventilator shut down on internal battery after 10 mins, the unit does not turn on, the pigtail is broken and the fi fuse is burned. The customer confirmed that there was no patient involvement in this reported event.